Event description:
You simply recall these machines because of a defect in the foam that insulated the motor. The medical office I was going to inform me that my EKG came back abnormal but was going to require some very expensive tests that my insurance would not cover at the time. An abnormal heart rhythm was discovered. Further testing at the time was prohibitively expensive. The philips respironics machine that I was using was recalled. The legal representation I acquired did a terrible job at representing their clients. You the FDA did a terrible job of representing the patients who use this machine. I do not believe I have been adequately tested to determine what effect the machine and its defects had on my heart health. I have not even been able to get a basic refund on the two machines that I bought from phillips corporation. I feel that this agency which is supposed to work for my protection and benefit has failed to do so. Reference report: mw5156909.